Manufacturer narrative:
(B)(4). Test strips not returned for evaluation. Returned meter evaluated with defect found. On the investigation on 7/2/2018 resulted in defect found. Meter meter displays partial characters. The meter does not produce an e-4 or partial e-4 when running a blood glucose test. Based on the result the event was determined to be reportable. Final root cause : meter displays partial characters due to user mechanical stress. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for defective lcd. Customer called about meter only showing partial numbers on her display. The third number is not clear. Took battery out reinstalled it, accessed the averages, the third number is not being displayed clearly. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 08/16/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.